Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 3. Reference MFR reports: #1627487-2015-13567, #1627487-2015-13568. It was reported the patient experienced falls and since that time the stimulation has been ineffective and the patient received unintended stimulation in the right arm and abdomen. Images were taken. Programming was unable to resolve the issue due to impedance issues. Surgical intervention was done which confirmed the leads had migrated. The patient's system was explanted.